Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients pocket site had cellulitis. The physician confirmed that it was not device related and nothing occurred during the procedure that contributed to the cellulitis. The patient underwent an explant procedure.